Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Root cause: could not duplicate with retains. Unable to determine. Source: email.

Event description:
Reported discordant negative result when compared to molecular (pcr) testing. The data was reported as part of data collected in an evaluation study. The customer ran 200 samples, collected concurrently for testing with pcr, and received a few discordant results when compared to pcr. Additional reports will be filed for the additional discordant results. The customer did not have CT values or time from symptom onset to evaluate. The site tested patient samples from all parts of the hospital, in both symptomatic (ER, inpatient) and asymptomatic (elective surgeries) populations. Alternate sample types were also used for some samples in the study (e.g., np swab for sofia and throat swab for pcr).